Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate readings on their one touch ultralink meter. The patient obtained a 493 mg/dl, and a 233 mg/dl within 20 minutes from one another. The patient did not seek any medical attention or contact their physician due to the alleged issue. Due to the alleged high readings, the patient increased their dosage of medication. The technique of applying blood on the test strip was correct. The patient was not tested on another device. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The products were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the readings are greater than 20 mg/dl or 20%.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.